Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Actual complaint sample can't be returned. Manufacturer retained sample have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, while sewing a vessel in internal fixation removal, the suture broke. Another like device was used to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.